Manufacturer narrative:
The device was received and evaluated. During fluid path test, fluid was found leaking through a tear on the exposed portion of soft cannula, near the distal tip of formed needle. It could not be determined when this damage to soft cannula occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 14.8 mmol/l (266.4 mg/dl). The pod was worn on the patient's arm for longer than 48 hours. As treatment, a new pod was applied and a bolus was delivered.